Event description:
It was reported the patient had metrorrhagia. It was noted the patient underwent surgical dilation and curettage on (B)(6) 2011. It was reported the patient¿s symptoms resolved without sequelae on(B)(6) 2011. It was reported the patient had a hysterectomy on (B)(6) 2013. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v475127, implanted: (B)(6) 2010, product type: lead. (B)(4).